Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that during support on an impella cp there was poor neurology assessment per the bedside nurse. The patient was currently running on continuous renal replacement therapy. Overnight, the patient had uncontrolled atrial fibrillation requiring cardioversion and amiodarone bolus x 2. The patient received one unit of packed red blood cells. There was significant internal and external bleeding around the impella site. Initial insertion was a high stick. Heparin was turned off and perclose was tightened but did not resolve issue. The impella was explanted and the patient survived.

Manufacturer narrative:
Investigation summary: the investigation was completed. Arrhythmia: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: the cause of the injury was not determined since the product was not returned and insufficient clinical details provided. Device history review: the pump passed all the post sterile inspection checks.